Manufacturer narrative:
Sample was not available for investigation. Therefore, the reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was use for urological care. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Initial reporter name: lanxi hospital of traditional chinese medicine (equipment). Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was catheterized on (B)(6). On the night of (B)(6) 2025, the foley catheter was found to have fallen off by itself. After checking, the balloon of the catheter was found to be deflated. After evaluating the patient, the catheter was reinserted. The catheterization process went smoothly, and the patient had no discomfort. This caused the patient to be intubated twice, increasing the patient's pain and risk of infection.

Manufacturer narrative:
Initial reporter name: (B)(6) (equipment). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was catheterized on (B)(6). On the night of (B)(6) 2025, the foley catheter was found to have fallen off by itself. After checking, the balloon of the catheter was found to be deflated. After evaluating the patient, the catheter was reinserted. The catheterization process went smoothly, and the patient had no discomfort. This caused the patient to be intubated twice, increasing the patient's pain and risk of infection.